Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for lower abdominal discomfort and bleeding per rectum after having a bowel movement. The admission was post bariatric surgery. It was unclear if the bleeding was external only or internal. Patient continued to have bloody stools in the hospital. Gi was consulted and it was decided that the patient would have an esophagogastroduodenoscopy (egd) and a colonoscopy, both tests were negative for bleeding. It was reported that a CT scan of the chest and abdomen was unremarkable. Patient reportedly had no further episodes of bleeding while admitted. The patient was discharged to home on (B)(6) 2019. No further information was reported.